Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range shock impedance measurements. Pacing impedance measurements had also increased, however remained within range. Oversensed noise was also observed resulting in pacing inhibition, however no asystole was noted. Additionally, high pacing thresholds with loss of capture were observed. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.